Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 31mg/dl. Reportedly, the customer inadvertently performed the load fill tubing sequence while connected to the site, which subsequently delivered 30 units of insulin to the customer. Customer required assistance from parents to treat bg level prior to the ER visit via a glucagon injection and consumption of carbohydrates. No additional treatment was provided at the emergency room. Reportedly, customer left the emergency room the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.